Event description:
Pt revised to remove nail due to cutout.

Manufacturer narrative:
The device associated with this report was not returned. Although the complaint is non-verifiable, initial placement and bone quality can be contributing factors. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the info provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.